Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display and the contrast returned to normal. Unrelated to the display issue, investigation revealed that the keypad was peeling off from the pump, exposing the keypad flex. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The button key contacts were missing, resulting in unresponsive keypad buttons. The audio bolus cover was missing, and there was evidence of contamination observed on the audio bolus key contact. Investigation also revealed that the battery compartment is cracked. (B)(6).